Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/09/2015. The fse found that the center pad of the blood sampling valve (bsv) had a hairline crack along the pin. The center pad of the bsv rotates to segment the blood samples into accurately measured amounts. The fse replaced the bsv and actuator and all 3 levels of control passed on secondary mode. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported rbc (red blood cell), platelets and wbc (white blood cell) parameters failing on manual or secondary mode quality controls (qc) on a coulter hmx hematology analyzer with autoloader. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.